Manufacturer narrative:
The insulin pump was received unable to perform occlusion, prime and excessive no delivery tests due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump was missing the end cap sticker and the reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pieces were missing from the reservoir compartment. She reconnected the reservoir with tape and made sure the vial was secure. Customer's blood glucose level was not reported. She experienced a high blood glucose level. The insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.